Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress.

Event description:
During a right superficial femoral artery (sfa) intervention, the physician deployed the ptx stent over an amplatz extra-stiff support wire guide. The stent deployed without incident. When the physician was trying to remove the delivery device, the physician met resistance. He was not able to remove the device over the wire so he had to remove the wire and ptx delivery device as one system. The physician lost access and had to get another wire guide down to complete the procedure. He used another manufacturer's device to regain access and deployed 2 more ptx stents without any issues. The procedure took an additional 30-45 minutes to complete due to loosing access. The patient was not harmed. No additional details have been received.

Manufacturer narrative:
(B)(4). A review of the complaint history, dimensional verification, manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One amplatz extra stiff support wire guide was returned lodged in the zilver ptx stent delivery system. When the initial investigation was performed, the wire was not able to be removed from the zilver ptx stent delivery system. The wire guide protruding out of the proximal and distal end of the device had no notable damage. When the amplatz extra stiff support wire guide was eventually removed from the zilver ptx stent delivery system, one kink was observed at 120.0 cm from the proximal end and a second kink was observed at 131.5cm from the proximal end of the wire guide. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.